Manufacturer narrative:
The tech found the brake casters were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the repair area at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).